Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal electrode was covered in blood.

Event description:
It was reported that during implant, the physician was unable to obtain good threshold and sensing with the lead. The physician also noted that the lead thickness is greater than the replacement lead. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant, the physician was unable to obtain good threshold and sensing with the lead. The physician also noted that the lead thickness is greater than the replacement lead. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.